Event description:
It was reported that the alarm holding the x-ray tube fell down, contacting the operator's arm. The operator received hematoma on his arm that only required first aid attention and bandage. There was not report of broken arm. Initial evaluation by a ge field engineer further described the failure to originate from a broken support that fixes the arm column onto the cart.

Manufacturer narrative:
An investigation is ongoing.